Event description:
It was reported that a patient was utilizing the multifiltrate pro machine for a continuous veno-venous hemodialysis (cvvhd) treatment when a 9046.1 system error (internal data transmission) occurred. During follow-up, it was noted that a loud audible sound was emitted, the screen flashed, and it looked distorted. The touchscreen froze and stopped responding. The error displayed was the 9046.1 system error. This reportedly occurred eleven hours into the treatment. The total treatment time is not known. The patient's blood could not be returned; estimated blood loss (ebl) was 220ml. The patient¿s hemoglobin (hgb) count was low (value not provided) prior to commencing treatment. The blood loss caused the count to drop below the facility¿s required threshold per the protocol for the intensive care unit (ICU). Due to the protocol, it was determined that the patient required a blood transfusion (volume not provided). This did not result in any ill effects on the patient nor an extended hospitalization. The machine data was downloaded and provided to the manufacturer for review. No additional information was provided related to the patient event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between cvvhd treatment utilizing the multifiltrate pro machine and the patient event of blood loss with subsequent blood transfusion. The system error received on the machine during the patient¿s treatment resulted in blood loss to the patient. Although there were no reported symptoms after the blood loss, a drop in already low hemoglobin levels required the administration of a blood transfusion per protocol. The patient did not endure any additional medical complications or extended hospitalization due to the loss of blood and transfusion. Based on the available information, the system error resulting in the touchscreen not responding, led to the patient¿s blood not being returned which resulted in a drop in hemoglobin and the requirement for a blood transfusion.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication alarm occurred, which ultimately resulted in system alarm 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 alarm code is a collective alarm code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 alarm usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. Appropriate measures were taken in a CAPA that was opened to address the issue. An updated software version (5.03/6.03) was released, which fixes some problems that lead to the 9040 alarms. However, not all possible causes were addressed. Additional causes will be added to the scope of the product improvement project as they arise. A review of the instructions for use (IFU) was unnecessary as the complaint was not related to the function/operation of the device, or to an operator handling error. A software problem was identified, and the cause of the failure was traced to device design.

Event description:
It was reported that a patient was utilizing the multifiltrate pro machine for a continuous veno-venous hemodialysis (cvvhd) treatment when a 9046.1 system error (internal data transmission) occurred. During follow-up, it was noted that a loud audible sound was emitted, the screen flashed, and it looked distorted. The touchscreen froze and stopped responding. The error displayed was the 9046.1 system error. This reportedly occurred eleven hours into the treatment. The total treatment time is not known. The patient's blood could not be returned; estimated blood loss (ebl) was 220 ml. The patient¿s hemoglobin (hgb) count was low (value not provided) prior to commencing treatment. The blood loss caused the count to drop below the facility¿s required threshold per the protocol for the intensive care unit (ICU). Due to the protocol, it was determined that the patient required a blood transfusion (volume not provided). This did not result in any ill effects on the patient nor an extended hospitalization. The machine data was downloaded and provided to the manufacturer for review. No additional information was provided related to the patient event.